Manufacturer narrative:
B5: upon follow up it was reported the transfer set was in use for one month. The patient reported the disconnection occurred at night when they felt "wet/moisture on the sheets". Disinfectants or cleaning products (chlorhexidine/alcohol) was used to disinfect the connection area when changing miniset every 6 months. No instruments, tools, or devices were used to make the disposable connection or disconnection. There was no visible defect was observed on the transfer set connectors and no residue on the threads. Nurse or patient was not aware of anything that may have caused the connection difficulty. The patient was initially treated with levofloxacin (prophylactic antibiotic therapy). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from the titanium adapter. Three days later, the patient developed peritonitis manifested by abdominal pain and cloudy effluent. The cause of the disconnection was unknown. The same day as event onset, the patient was hospitalized and treated with vancomycin (2 gram, once per day every 5 days, intraperitoneal, for 10 days) and ceftazidime (1 gram, once per day, intraperitoneal, for 2 days). The transfer set was changed, and the titanium adapter was not replaced. The patient was discharged the same day as admission. The patient was recovered from the event 15 days after event onset. Pd therapy was ongoing. No additional information is available.